Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. When the balloon catheter was delivered into the blood vessel, the catheter was fractured from the middle and posterior segment. It was noted to possibly be due to the characteristic of the lesion. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient was stable following the procedure.